Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pain/ pain"), pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("unintended pregnancy/ complications of your unintended pregnancy (stillbirth or miscarriage)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included left lower quadrant pain, adenomyosis and menorrhagia. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, 2 years 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In april 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (she had total laparoscopic hysterectomy, left salpingectomy, cystoscopy) and surgery (she had total laparoscopic hysterectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, migration of essure dev ultrasound scan vagina - on (B)(6) 2017: linear object in uterus likely essure coil; on (B)(6)2017: essure coil in uterus concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain and pregnant with essure micro-insert quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of (product technical complaint ) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pain/ pain"), pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("unintended pregnancy/ complications of your unintended pregnancy (stillbirth or miscarriage)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity ((B)(6) 1999,(B)(6) 2007,(B)(6) 2010,(B)(6) 2005,(B)(6) 2006.). Concurrent conditions included left lower quadrant pain, adenomyosis and menorrhagia. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) since 2010, ibuprofen since 2007 and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ pain in my belly on my side mostly on the right."). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (she had total laparoscopic hysterectomy, left salpingectomy, cystoscopy and total laparoscopic hysterectomy with bilateral salpingectomy one site removal of fallopain tube). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: I have sent mail for second pregnancy case (live birth) dated ((B)(6) 2009) needs to be created, as in the current pfs information diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, migration of essure dev. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2017: linear object in uterus likely essure coil; on (B)(6) 2017: essure coil in uterus. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain and pregnant with essure micro-insert quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pain/ pain"), pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("unintended pregnancy/ complications of your unintended pregnancy (stillbirth or miscarriage)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included left lower quadrant pain, adenomyosis and menorrhagia. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, 2 years 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (she had total laparoscopic hysterectomy, left salpingectomy, cystoscopy) and surgery (she had total laparoscopic hysterectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and adnexa uteri pain outcome was unknown and the abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine and pelvic pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, migration of essure dev ultrasound scan vagina - on (B)(6) 2017: linear object in uterus likely essure coil; on (B)(6) 2017: essure coil in uterus. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain and pregnant with essure micro-insert. Most recent follow-up information incorporated above includes: on 20-jun-2018: information from pfs and mr. New reporter added. Case medically confirmed. Patient¿s demographics added. Indication added. Product stop date updated. New events added: migraines, headaches, migration of essure device location of device: uterus, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, abdominal pain, ovarian pain and miscarriage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.